Event description:
Patient's mother said that, the ventilator shutdown immediately after they unplugged it from the car lighter plug, when they arrived home from hosp. It gave no warning, but it did alarm after it shutdown and showed the message of "battery low". Patient used the ventilator for mobility on a daily basis and it is always plugged into ac power at night. Most often pt has the ventilator plugged in while in his wheelchair. But, they may use it on battery about 2 hours a day. No adverse effect was reported.